Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 pyxis bus module controller board was faulty. A field service engineer (fse) logged into hardware test application and checked for drawer visibility. Verified the firmware for updates and restarted the station. Logged back into the configuration page, but the drawer was still not visible. Pulled the station out and removed the back panel. Inspected the light emitting diodes on the controller boards. Removed the pyxis module controller board and replaced it with a new board once available. Reassembled the drawer, connected the bus cable, and powered the station back up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.